Event description:
It was reported to boston scientific corporation on june 9, 2010 that a cre wireguided balloon dilator was used in an esophageal dilatation on (B)(6), 2010 involving a (B)(6) male patient. According to the complaint, during the procedure the balloon was successfully inflated stepwise to its three sizes, however the physician decided a second dilatation procedure would be beneficial and attempted to inflate the balloon again. The balloon ruptured at a pressure of 4.5 atm. No pieces of the balloon separated and the procedure was considered completed with this device. There were no patient complications and the patient's condition had been described as "stable."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A review of the complaints database concluded there were no previous complaints report for lot 12982954. A visual examination of the returned complaint device revealed a longitudinal tear in the balloon portions of the device. This is consistent with the complainants' report that the balloon ruptured. There was no other damage noted on the device. The most probable root cause of a longitudinal tear is operational context, this failure occurs when procedural factors encountered limit the performance of the balloon ((B)(6)).

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a cre wireguided balloon dilator was used in an esophageal dilatation on (B)(6) 2010 involving a (B)(6) male patient. According to the complaint, during the procedure the balloon was successfully inflated stepwise to its three sizes, however the physician decided a second dilatation procedure would be beneficial and attempted to inflate the balloon again. The balloon ruptured at a pressure of 4.5 atm. No pieces of the balloon separated and the procedure was considered completed with this device. There were no patient complications and the patient's condition had been described as "stable."